Event description:
Additional information received indicated that patient underwent surgical intervention on 11 may 2021, wherein the lumbar ip was explanted and replaced.

Manufacturer narrative:
Correction: section d6 b :the explant date should have been (B)(6) 2021 rather than (B)(6) 2021.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient lost therapy due to inoperable ipgs that the patient failed to charge for 8 months. Surgery occurred where the ipgs were explanted and replaced. Therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.